Event description:
The customer reported the system displayed an error message followed by the loss of fluoroscopic x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation and reviewed the system error logs. The reported issue could not be identified or duplicated. The system was operating as intended. An onsite investigation was requested. No conclusion can be drawn as no further information is available.